Manufacturer narrative:
This device is used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.

Event description:
On an unk date, pt with a left elbow proximal ulna fracture was implanted with a 10 hole lcp 2.7 mm plate and 4 2.7 mm screws. Post-operative, pt complained that the hardware was "painful." On (B)(6) 2011, all hardware was explanted and it was discovered that the fracture had healed completely. This report is #1 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
This report is 1 of 5 for complaint file (B)(4).